Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose of 451mg/dl and reported a sensor glucose vs blood glucose difference. Troubleshooting was partially performed for the hyperglycemic event. The customer reported frequent urination as a symptom. It was found that the customer was using the pump within 48 hours of the reported event. The auto-mode/smartguard feature was not active. The customer had treated the high blood glucose with the insulin pump and manual injection/insulin pen. The sg value was 91mg/dl and the bg value was 451 mg/dl, but the insulin was not suspended due to the difference. The event involved product(s) mmt-7020pla. The sensor was worn for fewer than 4 days. No product return is expected for mmt-7020pla. No further patient complications were reported. The customer will continue the use of the insulin pump. The product will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7020pla-snsr.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.